Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a char device malfunction occurred. It was reported that when the smart touch bidirectional catheter was undeflected, a signal noise occurred on the electric potential of m3-m4. Since there was no problem at the electric potential of m1-m2, the procedure was continued. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that the tip dome had char which measured about 2mm with some reddish brown color. The event was originally considered non reportable. However, the returned catheter condition noted on (B)(4) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(4) 2014 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Lot number reported 16060278m. (B)(4) it was reported that when the smart touch bidirectional catheter was undeflected, a signal noise occurred on the electric potential of m3-m4. Since there was no problem at the electric potential of m1-m2, the procedure was continued. There was no patient consequence. The procedure was completed successfully. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not originally reported by the customer. Then per the reported event, the catheter was tested for electrical performance and the device passed. Due to the char found, the catheter was also tested for temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char remains unknown.